Event description:
A customer contacted beckman coulter regarding erroneous hemoglobin (hgb), and platelet (plt) results that were generated by the coulter ac t diff instrument. The customer indicated that hgb and plt results for two (2) patients did not correlate with hgb and plt results obtained at reference lab. Hgb results generated by the coulter ac t diff instruments were: 14.6g/dl for patient a; 11.7g/dl for patient b. Hgb results obtained at reference lab were: 13.7g/dl for patent a; 12.2g/dl for patient b. Plt results generated by the coulter act t diff instrument were: 227 x 10 to the 3rd power cells/ul and 271 x 10 to the third power cells/ul for patient a and b respectively. Plt results obtained at reference lab were: 263 x 10 to the 3rd power cells/ul and 307 x 10 to the 3rd power cells/ul for patient a and b respectively. Based on available information, there was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc is run once a day, it is unknown if qc was performed before or after the event. The erroneous results occurred in an open vial mode of operation. The specimens were collected in venipuncture tubes. Service summary: a field service engineer (fse) was dispatched to the customer lab on 1/4/07. The fse ran reproducibility test and ordered the aspiration syringe. A faulty aspiration syringe may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.